Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event with a nadir of 56 mg/dl and approximately one hour under 70 mg/dl, with low and urgent low alerts received, and the event was self-treated with oral carbohydrates resulting in timely recovery; the cause was unclear, and troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included no need for medical intervention, no assistance required, and no immediate adverse health effects reported. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction or component failure identified based on available information, with device alerts functioning as expected and no external medical care required. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.